Event description:
The info from the affiliate states that pt was presented to the interventional lab for an angioplasty procedure fo the common iliac artery. The vessel was mildly calcified, and contained a stenosis of 90%. The vessel was accessed using an antegrade approach. The info states that the balloon actually ruptured during its second inflation at 10 atmospheres. The ruptured balloon was withdrawn from the pt without difficulty, and the procedure was completed with another balloon. There was no injury to the pt.